Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a coil and stent graft placement for abdominal aortic aneurysm [evar] procedure, the black tip of the catheter detached and remained within the internal iliac artery. The access approach was made from the right femoral artery. A catheter was used, for coil deployment. The guidewire and microcatheter were removed from the patient. An attempt was made to remove the catheter, but the tip had detached in the patient. Because the stent graft was to be placed from the internal iliac artery to the external iliac artery, the physician chose not to retrieve the remaining tip in the internal iliac artery but to entrap the foreign body against the vessel wall when deploying the stent graft. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is related to the fusing process of the device during manufacture. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.